Event description:
It was reported that during an unknown procedure, the generator repeatedly received an unknown error code. A second handpiece was used to finish the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.